Manufacturer narrative:
Additional information was received that the patient had frequent ipg charging as the ipg would not hold a charge.

Event description:
A report was received that the patient had difficulty charging and the ipg shut off. The patient will undergo an ipg replacement. Device malfunction was suspected.

Manufacturer narrative:
.

Event description:
A report was received that the patient had difficulty charging and the ipg shut off. The patient will undergo an ipg replacement. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had difficulty charging and the ipg shut off. The patient will undergo an ipg replacement. Device malfunction was suspected.